Manufacturer narrative:
Batch review performed on 17 may 2024. Lot 2217071: (B)(4) items manufactured and released on 13-dec-2022. Expiration date: 2027-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: gmk-sphere 02.12.e0412fl tibial insert fixed sphere flex size 4/12 mm l e-cross (k202022) lot 2237040: (B)(4) items manufactured and released on 18-oct-2022. Expiration date: 2027-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.2804l tibial tray fixed cemented size 4 l tinbn coated (k202684) lot 2239848: (B)(4) items manufactured and released on 17-march-2023. Expiration date: 2028-03-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 1 year from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly, tibial tray and femoral component. The surgery was completed successfully.